Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, daily, moderate tp severe at times/ physical pain') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, psychological trauma, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: patient did not undergo essure confirmation test and as per previous fu patient underwent essure confirmation test via hysterosalpingogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: plaintiff fact sheet received, events added: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, essure confirmation test not performed. Event onset date was updated. Treatment drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, daily, moderate tp severe at times/ physical pain') in a 27-year-old female patient who had essure (batch no. 935688 l-inv, 936583 r-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included endometriosis, asthma, gerd, hypertension, migraine, polycystic ovarian syndrome and postpartum depression. Concurrent conditions included ovarian cyst. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("genital abnormal bleeding"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, psychological trauma, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: patient did not undergo essure confirmation test and as per previous fu patient underwent essure confirmation test via hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: unable to perform hysterosalpingogram as it appears that there is blockage or high grade stenosis of the endocervical canal.. Most recent follow-up information incorporated above includes: on 14-jan-2020: update of information (batch is inv). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, daily, moderate tp severe at times/ physical pain') in a 27-year-old female patient who had essure (batch no: 935688 l, 936583 r) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included endometriosis, asthma, gerd, hypertension, migraine, polycystic ovarian syndrome and postpartum depression. Concurrent conditions included ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On o(B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("genital abnormal bleeding"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, psychological trauma, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: patient did not undergo essure confirmation test and as per previous fu patient underwent essure confirmation test via hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: unable to perform hysterosalpingogram as it appears that there is blockage or high grade stenosis of the endocervical canal. Most recent follow-up information incorporated above includes: on 23-dec-2019: mr received: reporter information were updated, lot number were added, patient history and lab were added. On 30-dec-2019: no new significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, daily, moderate tp severe at times/ physical pain') in a 27-year-old female patient who had essure (ess205) (batch no. 935688 l-inv, 936583 r-inv) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included endometriosis, asthma, gerd, hypertension, migraine, polycystic ovarian syndrome and postpartum depression. Concurrent conditions included ovarian cyst. In 2007, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 24 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("genital abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), dry mouth ("cotton mouth (cannot go anywhere without drinking water)") and memory impairment ("I have no memory retention"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), d&c). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, psychological trauma, depression, anxiety, dry mouth and memory impairment outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dry mouth, genital haemorrhage, memory impairment, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: patient did not undergo essure confirmation test and as per previous fu patient underwent essure confirmation test via hysterosalpingogram. Per pfs: (B)(6) 2012 (discrepancy noted as per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unable to perform hysterosalpingogram as it appears that there is blockage or high grade stenosis of the endocervical canal.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Event "memory disturbance" was added. Essure insertion date was updated. Essure model number was updated to ess#205 (previously reported as ess#305). Reporter was added. On (B)(6) 2020: information received via social media. Event "dry mouth" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: events per pfs: genital abnormal bleeding, abdominal pain and psych injury. Essure implant and explant date were added. Outcome for events genital abnormal bleeding, abdominal pain and pelvic pain were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.